Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure, the sealant from the 5f mynx grip vascular closure device (vcd) was dislodged, resulting in unsuccessful hemostasis. There were no reports of patient injury. The device will be returned for evaluation.

Event description:
As reported, after the procedure, the sealant from the 5f mynx grip vascular closure device (vcd) was dislodged, and the sealant was deployed completely above the skin, resulting in unsuccessful hemostasis. Hemostasis was achieved through manual compression for 15 minutes. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery, and its diameter was verified to be greater than or equal to 5 mm. There was no severe tortuosity or presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site, and the sealant was deployed to the proper location and then dislodged. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after the procedure, the sealant from the 5f mynxgrip vascular closure device (vcd) was dislodged, and the sealant was deployed completely above the skin, resulting in unsuccessful hemostasis. Hemostasis was achieved through manual compression for 15 minutes. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery, and its diameter was verified to be greater than or equal to 5 mm. There was no severe tortuosity or presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site, and the sealant was deployed to the proper location and then dislodged. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle. The syringe was received separately, and the stopcock was found in the open position. Additionally, the sealant sleeve was found in its manufacturing position; however, the advancer tube and the sealant were not received for evaluation. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the simulated deployment test could not be performed on the device because the sealant and advancer tube were not returned. Therefore, no functional test could be performed. The sealant sleeve had shifted to the end of the shuttle cartridge. Additionally, the shuttle cartridge was able to be advanced and retracted to the black handle without issue, per the mynxgrip IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was not returned and the presence of a slit in the outer cartridge of the unit received was confirmed. The reported event of ¿sealant-sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant/advancer tube was not received and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors and/or handling factors of the device are possible since the returned device showed proper complete removal of the device, and no anomalies were noted. However, it was noticed that the sealant sleeve was in its manufactured position, indicating that the shuttle was not shuttled down into a procedural sheath, although it is unknown of the sealant sleeve was manipulated after the procedure. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.